Event description:
It was reported this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. During the pre-placement of one prostyle device, the black sheath kinked over the guide wire. Hemostasis was not able to be achieved and the physician stated that it was possible the kinking of the device over the guide wire had damaged the artery. A cut down was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3, b6 - date of event: estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular injury (tissue damage) is listed in the perclose prostyle instructions for use (IFU), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.